Event description:
On (B)(6) 2016 while installing a new microtome rm2255 at a customer site, a leica biosystems employee cut his finger on the instrument blade. The employee was unaware the customer had inserted a blade into the instrument blade holder. During the installation the instrument blade holder moved and caused the cut. Medical treatment was necessary to treat the cut. The incident was user related.